Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness and bloating. Concomitant products included cilest (sprintec), integra f since (B)(6) 2014 and medroxyprogesterone acetate (provera) since (B)(6) 2014. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced the first episode of alopecia ("hair loss"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced urinary incontinence ("urine incontience"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental prblems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of rash ("skin rashes"), depression ("depression"), the first episode of back pain ("back pain"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), the second episode of rash ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), the second episode of back pain ("lower back pain"), pain in extremity ("feet pain"), arthralgia ("knee pain"), pain ("sometimes I didn't know what to do with my life due to all the pain I was suffering") and dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, the last episode of alopecia, weight increased, abdominal distension, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary incontinence, sleep disorder, the last episode of rash, headache, migraine, tooth disorder, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, the last episode of back pain, pain in extremity, arthralgia, pain and dermatitis outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, bladder disorder, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, sleep disorder, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia, the first episode of back pain, the first episode of rash, the second episode of alopecia, the second episode of back pain and the second episode of rash to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received: reporters, historical conditions, concomitant disease and lot number added. Events (abnormal bleeding (vaginal, menorrhagia), urine incontinence, apareunia (inability to have sexual intercourse), sleep problems, sometimes I didn't know what to do with my life due to all the pain I was suffering, I had rash problems and they appear as little inflammations under my skin more around my thighs, bladder or urinary problems or changes, migraines, headaches, dental problems, loss of memory, nickel allergy, dysmenorrhea (cramping), vaginal discharge, started having problems reading and focusing, fatigue, constipation, diarrhoea, alopecia, bad digestion, lower back pain, feet pain, knee pain) were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sometimes I didn't know what to do with my life due to all the pain I was suffering') in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness, bloating, fatigue, urinary incontinence, menses irregular, uterine bleeding and paratubal cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex (integra f) since (B)(6) 2014, ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (provera) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"), 18 days after insertion of essure. In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced urinary incontinence ("urine incontinence"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), rash ("skin rashes / I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), pain in extremity ("feet pain"), arthralgia ("knee pain"), dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs") and musculoskeletal discomfort ("used to had my ankles like that most of the times") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, back pain, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, the last episode of alopecia, weight increased, abdominal distension, female sexual dysfunction, urinary incontinence, sleep disorder, rash, headache, migraine, tooth disorder, amnesia, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, pain in extremity, arthralgia and dermatitis outcome was unknown and the fatigue and musculoskeletal discomfort had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, bladder disorder, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal discomfort, pain in extremity, pelvic pain, rash, sleep disorder, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case the following event was reported via social media- muscoskeletal discomfort quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event - "used to had my ankles like that most of the times" was added. Event of "sometimes I didn't know what to do with my life due to all the pain I was suffering" clubbed with pain. New reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness and bloating. Concomitant products included cilest (sprintec), integra f since 22-may-2014 and medroxyprogesterone acetate (provera) since 3-jun-2014. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced the first episode of alopecia ("hair loss"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced urinary incontinence ("urine incontience"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental prblems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of rash ("skin rashes"), depression ("depression"), the first episode of back pain ("back pain"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), the second episode of rash ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), the second episode of back pain ("lower back pain"), pain in extremity ("feet pain"), arthralgia ("knee pain"), pain ("sometimes I didn't know what to do with my life due to all the pain I was suffering") and dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, the last episode of alopecia, weight increased, abdominal distension, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary incontinence, sleep disorder, the last episode of rash, headache, migraine, tooth disorder, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, the last episode of back pain, pain in extremity, arthralgia, pain and dermatitis outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, bladder disorder, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, sleep disorder, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia, the first episode of back pain, the first episode of rash, the second episode of alopecia, the second episode of back pain and the second episode of rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sometimes I didn't know what to do with my life due to all the pain I was suffering') in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness, bloating, fatigue, urinary incontinence, menses irregular, uterine bleeding and paratubal cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f) since (B)(6) 2014, ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (provera) since (B)(6) 2014. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"), 18 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine incontinence"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation/ bad digestion") and diarrhoea ("diarrhea"). On (B)(6)2014, the patient experienced fatigue ("fatigue/ tiredness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), rash ("skin rashes / I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), pain in extremity ("feet pain"), arthralgia ("knee pain"), dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), musculoskeletal discomfort ("used to had my ankles like that most of the times"), anxiety ("anxiety"), bladder prolapse ("prolapse"), peripheral swelling ("swollen feet") and pain ("body ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, abdominal distension, female sexual dysfunction, urinary incontinence, sleep disorder, headache, migraine, tooth disorder, amnesia, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, pain in extremity, arthralgia, dermatitis, anxiety, bladder prolapse and peripheral swelling outcome was unknown, the back pain, the last episode of alopecia, rash and pain had not resolved and the fatigue and musculoskeletal discomfort had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, back pain, bladder disorder, bladder prolapse, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal discomfort, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sleep disorder, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case the following event was reported via social media- muscoskeletal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: social media report received. Outcome of event hair loss was updated as not recovered. Event body ache added and outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sometimes I didn't know what to do with my life due to all the pain I was suffering') in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness, bloating, fatigue, urinary incontinence, menses irregular, uterine bleeding and paratubal cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f) since (B)(6) 2014, ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (provera) since (B)(6) -2014. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) -2013, the patient experienced the first episode of alopecia ("hair loss"), 18 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced urinary incontinence ("urine incontience"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental prblems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation/ bad digestion") and diarrhoea ("diarrhea"). On(B)(6) 2014, the patient experienced fatigue ("fatigue/ tiredness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), rash ("skin rashes / I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), pain in extremity ("feet pain"), arthralgia ("knee pain"), dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), musculoskeletal discomfort ("used to had my ankles like that most of the times"), anxiety ("anxiety"), bladder prolapse ("prolapse"), peripheral swelling ("swollen feet"), pain ("body ache") and toothache ("my teeth is hurting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on(B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, abdominal distension, female sexual dysfunction, urinary incontinence, sleep disorder, headache, migraine, tooth disorder, amnesia, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, pain in extremity, arthralgia, dermatitis, anxiety, bladder prolapse, peripheral swelling and toothache outcome was unknown, the back pain, the last episode of alopecia, rash and pain had not resolved and the fatigue and musculoskeletal discomfort had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, back pain, bladder disorder, bladder prolapse, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal discomfort, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sleep disorder, tooth disorder, toothache, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case the following event was reported via social media- muscoskeletal discomfort quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media was received. Reporter information was added. New event "my teeth is hurting" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sometimes I didn't know what to do with my life due to all the pain I was suffering') in a 41-year-old female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness, bloating, fatigue, urinary incontinence, menses irregular, uterine bleeding and paratubal cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex (integra f) since (B)(6)2014, ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (provera) since(B)(6)2014. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6)2013, the patient experienced the first episode of alopecia ("hair loss"), 18 days after insertion of essure. In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced urinary incontinence ("urine incontience"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental prblems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), rash ("skin rashes / I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), pain in extremity ("feet pain"), arthralgia ("knee pain"), dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), musculoskeletal discomfort ("used to had my ankles like that most of the times"), anxiety ("anxiety"), bladder prolapse ("prolapse") and peripheral swelling ("swollen feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, the last episode of alopecia, weight increased, abdominal distension, female sexual dysfunction, urinary incontinence, sleep disorder, headache, migraine, tooth disorder, amnesia, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, pain in extremity, arthralgia, dermatitis, bladder prolapse and peripheral swelling outcome was unknown, the back pain and rash had not resolved and the fatigue and musculoskeletal discomfort had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, back pain, bladder disorder, bladder prolapse, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal discomfort, pain in extremity, pelvic pain, peripheral swelling, rash, sleep disorder, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case the following event was reported via social media- muscoskeletal discomfort quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: social media received. Event: outcome were updated : rash and back pain to not recovered.event:swollen feet, anxiety, bladder prolapse were added. Fu 6 and 78 processed together. On 27-jan-2020: pfs received.no new information added..fu 6 and 78 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sometimes I didn't know what to do with my life due to all the pain I was suffering') in a (B)(6) female patient who had essure (batch no. B53557) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, hyperprolactinemia, mood swings, uterine bleeding, dysuria, libido decreased, night sweats, vaginal dryness, bloating, fatigue, urinary incontinence, menses irregular, uterine bleeding and paratubal cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f) since (B)(6) 2014, ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (provera) since (B)(6) 2014. In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"), 18 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine incontience"). In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental prblems"), visual impairment ("started having problems reading and focusing"), constipation ("constipation/ bad digestion") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue/ tiredness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sleep disorder ("sleep problems"), rash ("skin rashes / I had rash problems and they appear as little inflammations under my skin more around my thighs"), amnesia ("loss of memory"), dyspepsia ("bad digestion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), pain in extremity ("feet pain"), arthralgia ("knee pain"), dermatitis ("I had rash problems and they appear as little inflammations under my skin more around my thighs"), musculoskeletal discomfort ("used to had my ankles like that most of the times"), anxiety ("anxiety"), bladder prolapse ("prolapse"), peripheral swelling ("swollen feet"), pain ("body ache") and toothache ("my teeth is hurting") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, abdominal distension, female sexual dysfunction, urinary incontinence, sleep disorder, headache, migraine, tooth disorder, amnesia, vaginal discharge, visual impairment, constipation, diarrhoea, dyspepsia, bladder disorder, urinary tract disorder, pain in extremity, arthralgia, dermatitis, anxiety, bladder prolapse, peripheral swelling and toothache outcome was unknown, the back pain, the last episode of alopecia, rash and pain had not resolved and the fatigue and musculoskeletal discomfort had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, arthralgia, back pain, bladder disorder, bladder prolapse, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal discomfort, pain, pain in extremity, pelvic pain, peripheral swelling, rash, sleep disorder, tooth disorder, toothache, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case the following event was reported via social media- muscoskeletal discomfort quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), depression ("depression"), back pain ("back pain"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery to remove the essure on (B)(6) 2016. At the time of the report, the pelvic pain, rash, depression, back pain, alopecia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, depression, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.